Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they programmed the patient and had to use unaffected electrodes at the time. The manufacturer representative stated that the patient was being scheduled for a surgic al intervention and the surgery date was pending at this time. It was not confirmed if the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 39286-65, serial# (B)(4) implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing intermittent stimulation after a fall which resulted in significant bruising on the buttocks and arm. Impedance tests showed four electrodes as being out of range. The bruises from the fall were examined and they palpated the battery to confirm the uncomfortable pocket positioning. The representative tried programming with the unaffected electrodes to provide therapy to the patient but was unsuccessful. Surgical intervention was going to occur- the healthcare provider was referring them for a lead and pocket revision. No further complications reported.